Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. During examination of lead, it was noted that the right atrial (ra) lead was dislodged. The physician explanted and replaced the ra lead on (B)(6) 2021. There were no adverse consequences to the patient.